Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator screen flickers. No patient involvement was reported.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The biomedical engineer witness the reported issue; however, they were unable to duplicate the malfunction during testing. Technical support advised the customer to inspect and reseat the internal video connections and perform a touchscreen test. The customer confirmed the touchscreen test was performed with no issues identified and that the issue was resolved after reseating the backlight cable.